Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence as the device is not working properly. No additional information was reported.